Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01389 / 01390).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on (B)(6) 2002. A subsequent revision of the cup and head was performed on (B)(6) 2010 due to a loose acetabulum component, osteolysis, and proximal migration. No further information has been provided.